Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor or recharge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (0v). The battery was in the field between (B)(4) 2015 and (B)(4) 2016 before being issued to the patient and that the distributor was notified about the handling of this battery. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery wasn't charging or powering on a patient's monitor.